Event description:
It was reported that an unspecified malfunction occurred. The patient's nurse reported that the pediatric patient passed away due to diabetic ketoacidosis. The patient had reportedly been using the dexcom g6 cgm system in combination with the tandem t:slim control iq. The reporter added that no blood glucose alerts were received from the pump or from dexcom, but did not specify whether the cgm had been exhibiting any associated issues. Dexcom distributor attempted to follow up with the reporter several times to obtain further details and clarification regarding the incident, but no new details have been provided as of this time. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information/correction, h6 health effect - impact code - correction to remove 1802 death from the initial MDR, h6 health effect - impact code - additional, h6 health effect - clinical code - additional, h6 health effect - impact code - 4650 appropriate term/code not available, h6 health effect - impact code - f03 brain death.

Event description:
Subsequent to the initial MDR, clarified information was provided. The nurse stated that the patient experienced diabetic ketoacidosis, and that at the time of the event the patient was using the dexcom g6 sensor in combination with a tandem t-slim pump with control iq. At the time of the report the patient was in the intensive care and was declared brain dead. At the onset of the event, the patient would have experienced nausea and vomiting. The day after, the patient´s situation deteriorated, and before the arrival of the emergency services the patient had gone into cardiac arrest. According to the endocrinologist who spoke to the mother, the pump had not indicated any abnormalities before the patient was admitted. However, when the patient arrived in the emergency room, the patient was hyperglycemic and had high ketones (no specific reading reported). The patient was 11 years old at the time of the event, no other patient details were available.